Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the reported issue could not be replicated. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while outside of a procedure, the imaging system powered down without prompt from the user. It was reported that the system was suspected to be plugged in, but it could not be confirmed. It was reported that when powering on the system, the system would not progress past "initializing please wait" and the imaging system was restarted twice to restore functionality. There was no patient present when this issue was identified. No additional information was provided.